Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a period of high blood glucose after a meal while using the ilet with a 23-inch, 6 mm infusion set, and the system subsequently reduced glucose back into range without the need for backup therapy. Symptoms included hyperglycemia without ketone testing, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no device malfunction identified and no component replacement performed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.